Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a blade flew out of the handpiece. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Event description:
It was reported that during service conducted at the manufacturer a blade flew out of the handpiece. It was further reported that the blade broke due to being ejected. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
D4: full UDI is unknown as the lot number was not reported. B5 & d9: the device was not returned for evaluation. H6: the quality investigation is complete.